Manufacturer narrative:
Manufacturing site evaluation: analysis and results: there are two previous complaints of the same code-batch regarding the same issue. There are no units in our stock. We have not received any sample for analysis. Nevertheless, we checked the samples received in the both previous complaints and we found that some of the samples received contained a different suture inside. The different suture was characterized and identified as safil violet of usp 2/0 and 70 cm length with hr26 needle (equivalent code c1048042). Reviewed the batch manufacturing records, the most likely root-cause was due to the operation of line clearance was not performed correctly in the needle attachment process. Probably, some sutures of the previous order that corresponds to safil violet 2/0 70cm with hr26 needle were wound and packed as safil violet 0 70 hr37s. Final conclusion: although no samples have been received to analyze this complaint, taking into account the results of the previous complaints, we conclude that the complaint is confirmed by evidence of the failure in the samples received in the previous complaints. Corrective/preventive actions: complaint is added to six sigma project regarding mix-up inside first pack.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the safil suture. Upon opening the packet, it was noted that the foil contained a different needle. This was found preoperatively. There was no additional information provided.